Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk file (B)(6) shows 1 - parity error log, addr=2283, data=6, on (B)(6) 2011 15:09:46.

Event description:
It was reported that during a device check, there were question marks in the quick look episodes. However, at a secondary follow up all episodes displayed correctly. The device remains in use. No patient complications have been reported as a result of this event.